Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the pressure gauge value did not increase, and the resistance of the pressure gauge was also weak. The device was then taken outside of the patient to check and found a pinhole. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h10: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal bond. Microscopic inspection located a pinhole approximately at 7mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found in the balloon is likely to have occurred due to the balloon being pre-inflated. Per the instructions for use (IFU), pre-inflation of the balloon is an incorrect manner of handling the device. The IFU states; precaution: do not reinflated, pretest balloon, or attempt to refold balloon into protective sleeve. Therefore, the most probable root cause is failure to follow instructions. A labeling review was performed and from the information available, this device was not used per the IFU/product label. It was stated in the IFU that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
T was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the pressure gauge value did not increase, and the resistance of the pressure gauge was also weak. The device was then taken outside of the patient to check and found a pinhole. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.